Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 6.5 ¿ 6.6 and 7.5 ¿ 7.6 cm from connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was removed and replaced prophylactically due to a recall. The patient had no adverse consequences.